Event description:
During safety checks, the respiratory therapist noticed the part of the bag that connects to the mask look angled. It was difficult to pull the mask off without breaking apart the bag connector. It appeared the plastic was molded different when compared to the bag that it was replaced with. The bag was removed from patient room and placed in respiratory care department.